Manufacturer narrative:
B5: the device was connected to a 1000 ml lactated ringers bag. The leak was identified from the y-site (clearlink). H11: the actual device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing, and priming were performed on the sample; a leak at the second y-site clearlink. As per the autopsy of the clearlink, a recessed gland was identified. The reported condition was verified. The cause of the condition is related to an improper automatic assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (Extension): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing port of a clearlink system continu-flo solution set leaked. This was observed when the regulating clamp was adjusted during patient use in the pre-operative area. To resolve the event, the set was replaced immediately. There was no report of patient injury or medical intervention associated with this event. No additional information is available.